Event description:
It was reported that the patient presented for a routine device change out. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and over-sensed noise leading to pacing inhibition. On (B)(6) 2024, the lead was capped and replaced. The patient was discharged.